Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 (one) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed but indicated failure mode for stopper cocked was not observed. Additionally, 100 (one hundred) retention samples from bd inventory were evaluated by visual examination and 20 (twenty) were draw-tested with deionized water and all 20 (twenty) tubes drew within specification. The issue of underfill and stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on customer photo analysis, but unable to confirm stopper cocked. This complaint was unable to be confirmed for the indicated failure modes of underfill and stopper cocked based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the tube did not fill completely, and blood leaked from the tube due to the stopper not seated correctly on one (1) tube. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the tube did not fill completely, and blood leaked from the tube due to the stopper not seated correctly on one (1) tube. No patient or user impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.